Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that heartmate 3 (hm3) may be associated with pleural effusion, cardiac tamponade, polyuria, positive blood cultures, thrombus, infection, right ventricular failure, myocardial hypertrophy, and death. Patient number 9 experienced an intensive care unit stay of 48 days, cardiac tamponade, right heart failure, and myocyte hypertrophy.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e: reporter information corrected. Section g2: report source corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-043311 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that several heartmate 3 pediatric patients were evaluated for palliation with end-stage heart failure. Patient 9 had an intensive care unit (ICU) stay of 48 days, experiencing cardiac tamponade that required surgical treatment, right heart failure, and myocyte hypertrophy. The patient was being monitored by medical team with the diagnosis of carvajal syndrome. The patient had left and right ventricular failure, as well as ventricular tachycardia before the ventricular assist device implantation. Although the patient's clinical left heart failure decreased after implant, right ventricular failure continued. The patient's anti-congestive and pulmonary hypertension treatment was continued. Positive inotrope therapy (levosimendan, dopamine, dobutamine) was applied when necessary. Heart failure was not device related but was related to the patient's genetic diagnosis. The patient was not suitable for biventricular assist device implantation and was being closely monitored with medical treatment. The patient was being monitored in the cardiology clinic and in the ICU when needed. The patient was on the emergency transplant list.

Event description:
Additional information stated that the patient also experienced ventricular tachycardia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.